Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker (pm) exhibited a software anomaly where the display on the remote transmission said "invalid characters". No changes were made and there were no consequences to the patient.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.